Manufacturer narrative:
Spacelabs has launched an investigation and will file a supplemental report when the investigation is completed.

Event description:
Spacelabs received a report that on (B)(6) 2018 a loss of telemetry monitoring occurred at the central monitor. No injury was reported as a result of this event.

Manufacturer narrative:
The reported issue has been identified as a software problem. Spacelabs has initiated a field corrective action and notified the FDA (B)(4) office of this action on january 17, 2018 (recall number: z-0532-2018 (res 78989). We also notified customers of this activity with a letter dated january 17, 2018. The customer's updating was completed on march 14, 2018. There have been no reoccurrences of this issue. This report is complete and the issue is considered closed.